Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There appears to be intermittent noise on the rv channel, often accompanied by non-physiologic deflections on the far-field channel in recordings transmitted to home monitoring. Further lead evaluation in office with postural testing and isometrics was recommended. Lead remains implanted. Should additional information be received, this file will be updated.